Event description:
The customer reported low blood glucose and paramedics were called out. The customer stated his blood sugar level is low every other day. No additional info was provided at time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.